Event description:
During an unrelated procedure, an increase in the pacing impedance was observed. The device was explanted and replaced. When the new device was connected, a high impedance was still observed. It is unknown if the high impedance was due to the device or the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.